Event description:
It was reported to tyco healthcare 03/04 that a customer had a problem with a maxid dialysis catheter. The customer reports the adapter cracked. The catheter had to be removed and replaced.